Event description:
Customer alleged our loaner chair damaged her walker as it was set to rabbit and ran into her walker. (B)(4). No injury alleged.

Manufacturer narrative:
Customer alleged our loaner chair damaged her walker as it was set to rabbit and ran into her walker. RMA (B)(4) has been initiated for the rollator that was allegedly damaged. The chair that did the alleged damage is model pronto m41, serial number/date code (B)(4) is approximately 1 year and 6 moths old. The owner's manual part number 1143206 rev g (feb-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Customer alleged our loaner chair damaged her walker as it was set to rabbit and ran into her walker. No injury alleged. She stated that allegedly the power chair was set on turtle and it inadvertently changed to the rabbit and the unit allegedly ran over the rollator and broke the left leg. In the midst of the conversation she did state that she may have hit the "knob" to move it from the turtle to the rabbit. I confirmed that she is (B)(6). She is (B)(6) tall, age is unknown. I also confirmed that it was a rollator not a walker. The consumer confirmed that her chair has been returned and is working accordingly. I called and spoke with roadrunner mobility. They confirmed that about a month and 1/2 ago the technician went out and picked up her original chair. The consumer had the loaner for a month and then contacted rrm about the alleged issue ((B)(6). She stated that she was unable to control the power chair and the seat was wider then her other chair. On (B)(6) the technician, delivered her original (repaired) power chair. The loaner was assessed and nothing was determined to be wrong with it. The unit was put back in service.